Event description:
Schizophrenic patient had a laparoscopic recto sigmoid resection for colon cancer. Surgery proceeded without event using a 29mm ethicon circular stapler and psd veritas staple line buttress to create an anastomosis. In the recovery room, the patient became very agitated and was given drugs to calm her. The patient subsequently developed respiratory and cardiac issues requiring transfer to ccu and placement on a vent. The surgeon felt decompensation due to cardiac and respiratory problems may cause a leak. On post operation day 6, the patient became symptomatic, low anastomotic flow was found with an anastomotic leak. A drain was placed percutaneously and no additional surgery was required. The patient has been discharged and is doing well.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted. Device lot numbers not reported to manufacturer; therefore, manufacture and expiration dates unk. Anastomotic leak is a common complication of colo-rectal procedures. Due to this patient's cardiac and respiratory issues in recovery and underlying alcohol disease, it cannot be determined with certainly what the case of the leak may have been.